Event description:
It was reported that during the change out procedure of the existing pacemaker, there was difficulty removing the right ventricular (rv) lead. The rv lead could not be removed and damage was noted on the terminal pin. The physician then had to surgically abandoned the rv lead and replace it. No additional adverse patient effects were reported.